Manufacturer narrative:
No malfunction or failure of the arjo auto logic system was identified that could have contributed to the incident. The correlation between the use of the auto logic mattress and the patient¿s fall could not be established. The fall was determined to be the result of an unintentional use error. Specifically, the patient extended beyond the bed in an attempt to retrieve an item, which led to the fall. There is no evidence to suggest that the arjo auto logic system contributed to the fall. To summarize, arjo device did not fail to meet its specification when the reported event occurred. The device was in use for the patient treatment and from that perspective it played a role in the event. The device was performing as intended. The complaint decided to be reportable due to the allegation of the patient's fall. UDI in section d4: (B)(4). The device is distributed outside the us and no gudid information exists. The auto logic system consists of pump and mattress. Information about pump was added to section d. Auto logic mattress, model: pxb001dar, serial number: (B)(6). It was manufactured before UDI implementation.

Event description:
It was reported that a patient fell from a bed equipped with an auto logic system, which includes a mattress and a pump. It was confirmed that the patient was in bed on a mattress and leaned over to retrieve a biscuit from a nearby table. During this action, the patient fell out of the bed. No injury was claimed. The system was used in conjunction with a non-arjo bed. At the time of the incident, the bed was positioned at its lowest height and the safety sides were not raised.